Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had an error 104 (fog free function not working). The issue occured during an unknown procedure. There was a two minute delay in the procedure before completing with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an error 104 (fog free function not working). The issue occured during an unknown procedure. There was a two minute delay in the procedure before completing with a similar device. There were no reports of patient harm.